Event description:
The customer reported that he called the paramedics due to feeling ill and experiencing unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 201 mg/dl. The customer stated that his blood glucose levels were greater than 300 mg/dl when the paramedics used their glucose meter. However his glucose meter gave readings greater than 600 mg/dl. Advised the customer to call lifescan to have the glucose meter replaced. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Found low reservoir, button error and no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.